Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to fluid ingress into the device. The device was determined to be unrepairable. The device will be scrapped at zoll medical corporation. Analysis of reports of this type has not identified an increase in trend.